Event description:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci), the physician delivered the firestar 2.0x15mm balloon to the first diagonal target lesion and inflated to six (6) atm but the balloon did not inflate. Negative pressure was applied and blood return into the inflation device was noted. The balloon catheter was removed successfully from the pt. The procedure was completed successfully (details unk). There was no reported pt injury. The physician's comment regarding the event was that the cause of the balloon burst may have been the acute ostial angle of the first diagonal target lesion and severe calcification. The first diagonal target lesion was reported to be: de novo, heavily calcified, not tortuous, and a 75% stenosis.

Manufacturer narrative:
There was no add'l pt info available. There was no reported difficulty removing the product from the packaging. No damage or kinks were observed upon inspection prior to use. The product was prepped normally. There was no info provided regarding contrast or the contrast to saline ration used. There was no reported difficulty or resistance/friction reported during advancement through the guiding catheter or accessing the lesion. The balloon inflated, deflated, and re-wrapped normally. The product was removed intact from the pt. No add'l info was available. The product was returned for evaluation and testing. However, the engineering evaluation is not complete. Add'l info will be submitted within 30 days upon receipt. A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. Review of lot 13460736 revealed no anomalies during the mfg and inspection processes that can be associated with the reported complaint. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. Balloon inflation/deflation and leakage tests performed during mfg process were found to be pass. Non-conformance record (B)(4) was generated due to point above control limit because of defects accumulation; most of them were damaged catheter and contamination on the proximal seal. No action was taken since ppms for this type of defects is "0" and data collection has been performed to set the control limits for this pareto defect. The lot was released. This non-conformance bares no relation to the complaint reported.